Manufacturer narrative:
This product is registered as a combination product. Initial reporter: dr. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes loss of capture was observed on the left ventricular lead due to the dislodgement,prior to the lead replacement.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.